Manufacturer narrative:
On 08/24/2015, a medtronic representative, following-up at the site, reported the navigation system was responsive as the mouse was moving. The instruments became red status until they re-booted the system. The lights on the camera were two green lights. When putting an instrument in front of the camera, the navigation system did not recognize the camera. The navigation system stopped recognizing the instruments the third time. Noted was that this navigation system is on constantly, 24/7 (24 hours, 7 days). On 08/31/2015, another medtronic representative trouble-shooting at the site (cable visual inspection, usb viewer, software tracking view), believes the issue is with the nui transceiver. Issue appears to be intermittent. When the medtronic representative left the site, the camera was tracking well. Return requested. Replacement transceiver fiber nav intrfc i7, transceiver fiber equipment rack i7, I/o hub, clamp i7 nav interfacecable, and 2 extender kits usb optical shipped to site on 08/31/2015. No parts have been received by manufacturer for analysis. On 08/31/2015, a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a cranial procedure, the navigation system became unresponsive after 5 or 6 hours into the procedure. In trouble-shooting, a navigation system re-boot restored normal function. The surgeon opted to continue and completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Note: this report was submitted on 26-nov-2015, however due to an error with submission certificates the report was re-processed on 01-dec-2015. (B)(4).no suspect system components were returned for analysis as when a medtronic field representative went onsite to troubleshoot he decided the reported issue was not due to a hardware failure. Parts were sent out, but returned unused. He replaced the camera, but it didn't solve the issue. He disabled the screen saver and the system has worked fine since and the issue hasn't return.